Event description:
It was reported non-sustained lead noise was observed via a (B)(4) transmission due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Device was reprogrammed and the oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.